Event description:
(B)(6) from medical (B)(6) reported a revision surgery due to the screws loosening or backing out of the plates and sternum.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. No product has been returned at this time, current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.